Manufacturer narrative:
The device lot number was documented as 5637 in the initial report. The device lot number has been updated as 3970. The device manufacture date was documented as oct 13, 2012 in the initial report. The device manufacture date has been updated as jan 6, 2012. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the casing piece was missing on the back of the device and bay one with the battery device displayed a red light. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper handling at the customer site and normal wear on internal electronic components from use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the casing piece was missing on the back of universal battery charger device. It was further reported that bay one of the device displayed a red light. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.